Event description:
It was reported that during a lobectomy procedure, staples malformed on the bronchus. One staple line would not form at all. They were box shape. The physician placed overstitches to close the tissue. No pt consequence.